Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total vaginal hysterectomy, the staples did not form with first device, the surgeon mentioned the tissue was not thicker than normal. The second device made a loud noise and the staples did not form. An energy device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (6).